Event description:
The following has been reported: pump reported not working, won't power on, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: shorted board as a conservative measure. Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump failed to power up. Findings suggest that a loose screw was introduced during manufacturing and created a short circuit within the housing. Unable to determine exact location of short circuit. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.